Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of genital haemorrhage ('heavy bleeding / bleeding the whole time') in a 32-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida. In (B)(6) 2017, the patient had essure inserted. In 2017, the patient experienced abdominal pain upper ("cramp-like pains in stomach") and back pain ("pain in her lower back"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required) and feeling cold ("always freezing"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the genital haemorrhage, abdominal pain upper, back pain and feeling cold outcome was unknown. The reporter considered abdominal pain upper, back pain, feeling cold and genital haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-oct-2020: nullification: with quality-safety evaluation of ptc it was detected that this record is a duplicate of record # (B)(4) to which all information will be transferred, then this duplicate record # (B)(4) will be deleted from bayer safety database. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of genital haemorrhage ('heavy bleeding / bleeding the whole time') in a (B)(6)-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida. In (B)(6) 2017, the patient had essure inserted. In 2017, the patient experienced abdominal pain upper ("cramp-like pains in stomach") and back pain ("pain in her lower back"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required) and feeling cold ("always freezing"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the genital haemorrhage, abdominal pain upper, back pain and feeling cold outcome was unknown. The reporter considered abdominal pain upper, back pain, feeling cold and genital haemorrhage to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.